Manufacturer narrative:
(B)(4).

Event description:
The patient¿s family reported that the implantable neurostimulator (ins) was implanted due to parkinson¿s disease. On (B)(6) 2015, the patient felt the effect was not better than three months before and appeared the symptom of dyskinesia. The device has been reprogrammed two times with no improvement. It was hoped the effect could be improved. The ins was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown. If additional information is received, a follow up report will be sent.